Manufacturer narrative:
H.6. Investigation summary a device history record review was performed for provided lot number 190220 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. The retained samples were assembled with a caverject syringe by following the instructions of the caverjet kit. The needle hub was positioned within the syringe tip with a slightly rotational movement. All of the products were examined and the needles were found to fit per specification with no signs of leakage. Based on the investigation results, a cause for this incident could not be determined. It is possible that the reported leakage resulted from defective luer dimensions or damage to the syringe tip used, but the leakage could have also resulted from incorrect product handling. Our quality team will continue to monitor the production process for signs of this potential defect and any emerging trends.

Event description:
It was reported that needle 30ga 1/2in leaked during use. The following information was provided by the initial reporter: the patient couldn't do the injection because of faulty needle ; the liquid was leaking out.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that needle 30ga 1/2in leaked during use. The following information was provided by the initial reporter: the patient couldn¿t do the injection because of faulty needle ; the liquid was leaking out.